Manufacturer narrative:
The failure investigation has been completed. The alleged unexpected shutdown issue was verified; based on the analysis, the battery allegation could not be confirmed; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump could not be charged. Customer¿s blood glucose level was 200-250 mg/dl. The customer reverted to an alternate method of insulin therapy.